Event description:
It was reported that during a da vinci sacrocolpopexy procedure, a piece of suture was stuck in the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a piece of white material caught in between the grip cable and yaw pulley. The same material was also found at the backend of the instrument as well on the grip cable near the clamping pulley. The material had no effect on the instrument. The instrument worked normally and experienced no friction when manually articulating the wrist. An additional finding were deep scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were located .9575 above the main tube and proximal clevis interface. The scratches varied in length and were not axially aligned with the tube. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.